Manufacturer narrative:
The following correction was performed: annex b - inv type desc 2 was updated to b13 - communication/interviews.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was received and analyzed by the failure analysis team. The instrument was found to have a damaged conductor wire at the yaw pulley. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the maryland bipolar forceps had exposed wires at the tip of the instrument. There was no report of patient injury as the issue was observed prior to the start of a surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed when the issue with the maryland bipolar forceps occurred. The procedure was completed robotically. It was reported that the black cable was frayed.